Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was confirmed due to a failed water leak inspection. There were curved rubber scratches found and the curved rubber adhesive was missing. Additionally, scratches were found on operation part, grip, up/down and right/left plates. Scratches were also found on the video connector (both master and slave side); as well as scratches found on both the master and slave sides of the video connector case. Scratches were found on the light guide connector and light guide cover glass surface. The video connector on the master side was cracked, and the video connector case on both the master and slave sides were also cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the endoeye flex 3d deflectable videoscope. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.